Manufacturer narrative:
It was confirmed that the programmer powered up to an error, and it was determined to be caused by broken speaker wires. The programmer cursor did not respond to the stylus at the bottom of the touch screen. The left keyboard hinge, paper guide on the printer drawer, and latch on the rear display cover were found to be broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an error during booting. It was requested that software be reloaded. The programmer has been returned to service. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer's analysis.